Event description:
Arthrocare wand shaft peeling off inside joint during operation - noted by surgical team. Black pieces of wand floating inside joint, surgeon suctioned this out with arthroscopic shaver. All visible loose pieces suctioned out.